Manufacturer narrative:
A notification was received stating; "revision of right saiph knee. First implanted on (B)(6) 2019, 1 x c blue right 12mm liner changed due to infection. Patient had a washout and debridement on (B)(6) 2019 and then r/v on (B)(6) 2019." Initial information stated that the patient was undergoing rehab when the issue was noted. Follow up information provided on 25jul19 stated that the source of the infection was unable to be determined and that the treatment for the infection was still ongoing. No further information has been provided. The revision procedure was completed successfully implanting part number 193-755, lot 226726. A review of the device history record for part number 193-755 (saiph fixed tibial bearing blue right size c 12mm, lot 226535, expiry date 01-03-2029) explanted on (B)(6) 2019 did not identify any issues, no non-conforming product was released.

Event description:
Notification was received stating that a "revision of right saiph knee. First implanted on (B)(6) 2019, 1 x c blue right 12mm liner changed due to infection. Patient had a washout and debridement on (B)(6) 2019 and then r/v on (B)(6) 2019." (B)(4).